Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing and review of the alarm log were performed. The broken door was identified during visual inspection. The cause of the condition was determined to be a pump head door assembly damaged. To correct the condition, the pump head door assembly and latch roller were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.